Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the tube shaft was bent. The device was fully applied. Functional testing was precluded due to the observed condition of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixing mesh with tackers during a laparoscopic umbilical hernia repair, the first tacker was able to be fired normally and penetrate the tissue but tacks were not able to hold correctly onto the tissue. It was stated that the tack disengaged into the patient¿s cavity but was retrieved. A second device was used and tack was able to hold onto the tissue but tack disengaged into the patient's cavity. It was stated that tack was retrieved. The event resulted to surgical extension of 30 minutes or more and the surgeon had to suture the mesh to complete the surgery.